Event description:
Customer reported the insulin pump had a black dot in the display. Customer's blood glucose was 315 mg/dl. Customer declined troubleshooting. Customer just requested the device to be replaced. Customer reported the device went blank and the spot went away. Customer was not sure if there was a crack on the screen. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored and had no black spot or blank display noted. No display anomaly noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The unit was received with minor scratched display window, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.